Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the balloon part was not perfectly round and only inflated to one side before placement. The tip of the catheter was bent. Per additional information received on 18jul2024, it was reported that when they inserted it and injected sterile water, the water did not enter properly, so when they removed the catheter, the tip came out bent and the balloon part only inflated on one side. It had occurred after the placement.

Event description:
It was reported that the balloon part was not perfectly round and only inflated to one side before placement. The tip of the catheter was bent. Per additional information received on 18jul2024, it was reported that when they inserted it and injected sterile water, the water did not enter properly, so when they removed the catheter, the tip came out bent and the balloon part only inflated on one side. It had occurred after the placement.

Manufacturer narrative:
The reported event was unconfirmed. No root cause could be found because the reported event was unconfirmed. Five photos were received for evaluation. The first photo shows the top view of the drainage bag with the catheter attached to it. The second photo shows the 3-way catheter only attached to the sample port and drainage tube. The next two photos show the catheter tip with the deflated balloon. The last photo shows the catheter's cap. Visual: received 1 all silicone foley catheter attached to the drainage bag. Detached the catheter from the drainage bag by cutting the drainage tube. Inspected the sample and the tip was not evidenced bend. Inflated the balloon with the inhouse syringe and 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) and concentricity was found within specification (60:40) connected the inhouse syringe and balloon passively deflate in 3 min and 56 seconds with no issues or cuffing. The reported event was not confirmed. As the reported event is unconfirmed a DHR review is not required. However, a DHR was completed before unconfirming the event. A labeling review is not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.